Event description:
The complainant alleged that while treating a pt, age, gender and condition unknown, the device blanked out and then came back on. Also by pushing the shock button the device would change leads and when pushing the sync button the device displayed a "defib fault 72" message. The complainant did not indicate there was any adverse effect to the pt as a result of this reported malfunction.